Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 4th august 2011 and performed self-tests up to the 19th july 2015. Manual power ups are recorded during this time. The device failed multiple self-tests due to a low battery between july 2015 and may 2016. An increase in voltage then suggests a further pad-pak was installed. The device passed a self-test and the pad-pak was removed. Investigation found the reported fault can be attributed to membrane failure. The measurements taken and the excess current drain measured would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.